Manufacturer narrative:
(B)(4). The complaint was received and forwarded on to the manufacturing facility for investigation. Unfortunately the sample was not received for investigation, but a lot number was provided. The device history record for the lot reported 0000763574 (manufactured in march 2015) was reviewed. This investigation determined that all products were manufactured, inspected, and released in accordance with our internal procedures and no issues were found related to the reported issue. Without the sample and more details, it is not possible to determine the root cause for the issue reported. Based on the investigation performed with no root cause established, no corrective action was determined. If the sample is received at a later date, a follow-up report will be filed.

Event description:
The suction irrigator malfunctioned during total laparoscopic hysterectomy (tlh). Suction irrigator would not stop suctioning after suction button was released and caused a loss in co2 in the abdomen. Malfunctioning suction irrigator removed from the field and replaced with new one.